Manufacturer narrative:
The device was not returned. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history did not indicate a lot-specific product issue. All information was investigated and based on the information provided by the account, while the reported single gripper actuation issue appears to be related to the reported gripper line break, a cause for how the gripper line broke could not be determined. The reported positioning failure associated with leaflet grasping and capture, however, appear to be due to patient conditions (multiple flails, friable leaflets, and bi-leaflet prolapse). Image resolution poor was related to procedural conditions as difficulties visualizing the clip was reported. A cause for the reported difficult or delayed positioning associated with the clip interacting with anatomy also cannot be determined. The reported unspecified tissue injury (torn leaflets) appears to be related to procedural conditions associated with several grasping attempts. Tissue damage/injury is a known possible complication associated with mitraclip procedures. Serious injury/illness/impairment was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a mitraclip procedure was performed o treat degenerative mitral regurgitation (mr) with a grade of 4+, multiple flails, friable leaflets, and bileaflet prolapse. A mitraclip xw was inserted, and grasping was performed. However, difficulties visualizing the clip occurred, and the leaflets were unable to be grasped or captured. The clip was repositioned where the pre-existing flail was not present to stabilize the valve first. However, on a medial location and after attempting to capture the leaflets, it was observed that the leaflets had torn, and that the gripper on the posterior side became caught in sub valvular chordae. Troubleshooting was performed and the clip was freed from chordae. The clip was brought back to the left atrium (la), however it was observed that the gripper on the posterior side was not functioning as intended. Troubleshooting was performed but the issue continued to occur. Therefore, the clip was removed from the patient. The mr remained at a grade of 4+. After the procedure, the clip was examined, and it was confirmed that the gripper line from one side of the grippers was not present as if it was cut during the procedure or had occurred after the entanglement event. There was no clinically significant delay in the procedure.